Manufacturer narrative:
Information received indicated there are no samples to return for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, the end user states that the sides of the bag stick together and will not let urine in. Information received indicated there are no samples to return for evaluation.